Event description:
It was reported that device showed an alert for increased hv lead impedance and the patient was brought to the clinic. Upon interrogation, the hv lead impedance was low. Varying hv lead impedances was noted during further testing. All other measurements were within range. F/u visit, dft testing was normal and showed normal impedance values. Physician opted to monitor the patient.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.